Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6)2024, the end-user reported difficulties during a supply change with the insulin pump. The device displayed "dismissed" and did not fully rewind. The user proceeded with filling the tubing but observed no insulin drops and ultimately disconnected from the pump, reverting to manual injections with 4 units of novolog. This led to hypoglycemia, with a blood glucose level of 70 mg/dl. After consuming a meal, the user's blood glucose levels rose to 400 mg/dl, necessitating a visit to the hospital. Medical professionals suggested possible diabetic ketoacidosis (dka), but the user had not received a formal diagnosis or full medical attention at the time of the call. The user was treated in the emergency room on (B)(6)2024 from 4:00 pm to 8:00 pm and received IV fluids. There were no reported immediate or long-term health effects. During the event, the user's blood glucose reached a high of 682 mg/dl and remained elevated for approximately 18 hours. Alerts for levels above 300 mg/dl persisted for over 90 minutes. The user did not perform ketone testing or use backup therapy during this time.